Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify battery out limit alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump turned off and not responding on change of new batteries. The customer's blood glucose value at the time of incident was 10 mmol/l. The insulin pump will be returned for analysis.